Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was hard to pull. The customer's blood glucose was 179 mg/dl at the time of incident. The customer stated that she tried to pull up the sensor needle but she ended up pulling the whole sensor. The customer was informed that she would want to hold it from the front and back as when holding it from the two sides it's pinching on the needle so when she tries to pull up the needle it will not pull up due to her holding it in place at the same time by holding the two sides. The customer acknowledged and understood. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used partial sensors. Found one of the two needles separate from the sensor base. Also performed visual inspection and found the insertion needle bent inside the sensor base. One remaining sensor was missing the needle. Unable to perform the complaint due to the product being returned opened/used.